Manufacturer narrative:
Philips response center engineer (rce) spoke to the charge nurse (rn). The rn explained that the patient was "do not resuscitate". The rce walked the customer through performing a clinical audit. The audit trail showed an asystole alarm at pause alarm at 7:37:24am, followed by brady alarms, followed by asystole alarm at 7:37:33am with a pause alarm action at 7:41am. There was no product malfunction. This is considered a user issue, as the asystole alarm was generated, and the alarm was paused. The fse tested the connection from the piic ix server to the care event server and it is operational and transmitting data. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer charge nurse reported that the staff reported the pic ix system did not alarm for asystole at 7:37 hours on (B)(6) 2019. The patient had a "do not resuscitate" in place and subsequently died.